Event description:
It was reported that the customer had high blood glucose levels of 400 mg/dl. The customer was hospitalized for high blood glucose levels and diabetes ketoacidosis. The customer was treated intravenously with insulin. The mother of the customer reported a no delivery alarm from the insulin pump. The mother of the customer declined to troubleshoot at the time of the call. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).